Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization in the splenic artery using pod packing coils (podjs), a ruby coil detachment handle (handle) and a lantern delivery microcatheter (lantern). During the procedure, the physician advanced and detached a ruby coil in the target vessel using the handle. The physician then advanced a podj into the vessel and used the handle to detach it; however, the podj failed to detach. Therefore, it was removed. The procedure was completed using additional podjs, the same handle and lantern. There was no report of an adverse effect to the patient.